Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported there was no known reason for the low impedances. The patient has dystonia and contorts her body pretty drastically by bringing her legs up towards her head throughout the day. The implant is in her abdomen so there is a thought that the constant body motion could be causing strain on the extensions, however, that was speculation. The surgeon is going to see how they do with the battery change and if the symptoms improve they will leave everything alone. However, if the patient is still not receiving benefit, they will give mom the option of having them go in and test the extension and lead to see if they can find which area has the short. At that time if it is the extension, they may change extensions out to see if that fixes the problem. However, if the impedance is related to the cranial leads, then they may make the decision to explant the entire system since she has not received much benefits since initial implant.

Event description:
It was reported that during battery change, low impedances were noticed on contact 0-3 on left and on contact 8 on the right. Extensions were reinserted, but this did not help. Doctor wants to wait to see if they are able to get benefit using the contact available that are not short circuits. If no benefit is seen, then a discussion with patient will be had about swapping out extensions to try and fix the impedance issues or remove the dbs entirely. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708695 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2016; brand name activa; product ID 3708695 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2016-06-08; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.